Manufacturer narrative:
It was reported that one hl20 pump displayed the error message "!!!!" Indicating that multiple ¿runaway¿ errors occurred. The event occurred during treatment. The pump stopped and a hand crank was used to continue the treatment. No harm to any person has been reported. There was an unintentional pump stop. Therefore a report is required. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. The getinge field service technician (fst) was in contact with the customer on 2025-02-25 and was told that they repaired the device by on their own. According to the customer it is working again. No information was provided how the failure was solved or if any parts were replaced. However the error messages "runaway" can be linked to the following most possible root causes according to the hl 20 risk assessment file: wrong pump speed because of:- communication error (e.g. Wrong ratio between master-slave pumps due to communication error) - pump runaway the review of the non-conformities has been performed on 2024-01-07 for the period of 2011-09-16 to 2024-12-31. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2011-09-16. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "multiple ¿runaway¿ errors" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2011. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. A getinge technician will investigate the hl 20. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2011. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
It was reported that one hl20 pump displayed the error message "!!!!" Indicating that multiple ¿runaway¿ errors occurred. The event occurred during treatment. The pump stopped and a hand crank was used to continue the treatment. No harm to any person has been reported. There was an unintentional pump stop. Therefore, a report is required. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. Complaint ID: (B)(4).